Event description:
Same case as 6000089-2004-00855, 6000089-2004-00856. During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The lesions being treated were located in the left anterior descending (lad) and circumflex (cx) artery. The lesions were not pre-dilated. The physician implanted a taxus express2 8.8% 2.75 x 12 mm and a taxus express2 3.00 x 16 mm drug eluting stent in the proximal and distal lad. He then implanted a taxus express2 2.50 x 16 mm stent in the mid cx. The physician deployed the stents inflating to 8 atms, deflated, then back up to 10 atms multiple times. All 3 balloons were sticking to the stents after they were fully deflated and being withdrawn. The physician was able to get release the balloons by placing a bmw buddy wire. There were no reported pt complications. The pt's status is reported as "fine."